Manufacturer narrative:
The pump passed the self-test, displacement test and active current test. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. No alarms or alerts noted during testing, however, power loss alarm on (B)(6) 2024 17:01:54.000, low battery alert on (B)(6) 2024 16:07:00.000, replace battery alert on (B)(6) 2024 16:32:00.000 and replace battery now alarm on (B)(6) 2024 16:50:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover and label damage (serial number label fading, stained and peeling; end cap address label fading and peeling). Unexpected battery power loss and charge/battery lasts less than expected were due to an esd latch-up on an ic. Problem isolated to the electronic stack. Cosmetic damage was confirmed at the battery compartment. Exposure to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1782kl. Troubleshooting was performed. Customer reported that crack on the pump, fluid was present in the pump, the o-ring was not in place, home screen was not appearing on the display. No harm requiring medical intervention was reported. Mmt-1782kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.